Manufacturer narrative:
H3, h6: the product was returned for evaluation. The visual inspection performed confirmed that the product was received partly opened, and there is evidence on the seal transfer which shows that the pouch was not fully sealed. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. Complaint history has confirmed that this event type is low occurrence/limited in scope, with no harms identified. Additionally, there have been no previous investigations for the part number and failure mode reported. The instruction for use provides details that unsealed kits should not be used. Risk documentation anticipates this situation as a low risk expected event. According with the renasys foam dressing with soft port specification, product and quality requirements include different testing to ensure that the product has been manufactured according to the approved product specifications and all internal inspection and test requirements have been met. A potential root cause that could contribute to the reported event is that as the drapes were placed on top of the kit, the first drape could slip onto the sealed area and prevent the seal from forming. At this time, we have reasons to suspect that the product failed to meet product specifications at the time of manufacture; however, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during the set up and inspection for a npwt treatment, it was noticed that the plastic packaging seal was pressed down on the film of one (1) renasys f medium w/soft port. This caused the package to not seal properly, rendering the product unusable. The procedure was performed, without any delay, using a smith and nephew back up device. No procedural delay or injury was reported as a result of this issue.